Event description:
The patient was evaluated by her physician on (B)(6) 2013. The patient reported having significant amounts of chronic pain in multiple areas requiring large doses of medications. The patient's pump, implanted about one year prior, appeared to have helped with the lower back pain, but the patient continued to have significant pain in the neck area. The patient reported that the neck pain had not responded to the use of medications and intrathecal pump. At the time of this report, the patient had pain at multiple areas including the head and neck area. The patient also noted having pain in the interscapular and trapezius muscle area. This appeared to be the same problem as the head and neck. The patient reported that she had been having multiple problems with the pump. For about the last 2.5 to 3 weeks, the patient had been having increasing amounts of issues, and reported that last week she had sudden increased pain. The patient reported feeling a sensation that was crawling across her entire body into the head and neck. The patient felt like she had an allergy, and this was associated with wheezing. The patient reported that she had not been eating well. The patient had a "problem with the stomach". The patient was concerned that "something was not right" with the intrathecal pump. The patient reported having a lot of muscle spasms. The patient reported that her combination of pain medications have not been adequate. The patient described issues with myoclonus and muscle spasms. The patient appeared to be having "some kind of sympathetic overactivity". The patient was having difficulty with breathing. The patient reported that her sleep had been disturbed. The patient reported regular bowel movements, and her height and weight had been steady. The patient's next refill was scheduled for (B)(6) 2013. The patient appeared to be extremely distressed and appeared to be having a lot of issues. On (B)(6) 2013, he patient had been sent to the emergency room for admission under the care of the hospitalist. The patient had pain, swelling and redness that came and went, but had been "worse" recently. The patient refused further testing at the hospital because she "needed a break". The patient requested discharge against medical advice, and the patient understood the risk of leaving the hospital prematurely. The patient signed the ama form.

Manufacturer narrative:
Product ID: 8590-1 lot# n242817, implanted: 2010 (B)(6), product type accessory product ID: 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).